Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd posiflush¿ normal saline syringe plunger was difficult to push down. The following information was provided by the initial reporter: "the customer complained that many nurses from different departments reported that it felt hard to push down the plungers thoroughly."

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evaluation?: yes. D9: returned to manufacturer on: 12/16/2021. H6: investigation: it was reported that it felt hard to push down the plungers thoroughly. To aid in the investigation, six empty samples with no packaging flow wrap and one photo were received for evaluation by our quality team. A visual inspection was performed and no defects or imperfections were observed. The samples were then tested for sustaining force and all results were within specification. It could be possible that the customer is getting some products that are towards the high specification limit and are related to the symptom reported by the customer since they require extra force than normal to expel the solution. The photo provided shows the samples received. A device history record review was completed for provided material number 306546, lot number 1082924. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. Previous investigations have revealed that improper silicone application within the syringe barrel can create plunger resistance. Several quality initiatives have been implemented on our manufacturing line to ensure that the silicone application is properly applied during the manufacturing process. Additionally, a monitoring program is also in place to verify the silicone is uniformly applied to the syringe barrel. Based on the investigation and with the returned sample analysis the symptom reported by the customer could not be confirmed.

Event description:
It was reported that the bd posiflush¿ normal saline syringe plunger was difficult to push down. The following information was provided by the initial reporter: "the customer complained that many nurses from different departments reported that they felt hard to push down the plungers thoroughly."